Event description:
On (B) (6) 2010, the lay user/patient in the UK contacted lifescan (lfs) to report the one touch ultrasoft lancing device had damaged/stripped threads. On (B) (6) 2010, the technical service representative (tsr) spoke with the patient, but he was unwilling to speak with the tsr at that time due to a death in the family. The sr medical surveillance specialist classified the complaint based on the information provided. On the morning of (B) (6) 2010, the patient noted the reported lancing device was damaged in that the cap threads were stripped. The patient was unable to obtain a blood sample for glucose testing. The patient did not have a backup lancing device to use. On (B) (6) 2010, the patient experienced the symptom of frequent urination and he felt his blood glucose level was high. The patient contacted his physician for assistance/advice, and the patient was advised to drink more fluids. The patient takes the oral diabetes medication prandin (repaglinide) 0.5 mg twice per day and a rapid-acting insulin, type and dose not provided. It would have been helpful to determine if the patient continued to take his usual meals and medications during the time period he was unable to test his blood glucose levels, his insulin regimen and his expected blood glucose readings. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the lancing device issue, and received medical attention. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.